Event description:
It was reported that during an unknown procedure, the staples were malformed after firing. The surgeon used hand sewing to pin up the tissue to complete the procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. (Codes for photograph review): method, results: (procedure related photo review); conclusion: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process. Additionally, a photograph was received and reviewed by an ees field quality engineer (fqe), who provided the following observations and conclusion. Observations: the subject staples are properly formed "b" and would not be classified as malformed. The staples visible appear as if there was not adequate margin for the staples to capture and secure the intended anastomotic tissue. Based on the viewing angle provided, it appears as if the bowel segments were shifted circumferentially indicating that the trocar and anvil shaft may not have been centered within the bowel segments. The staple forms seen in the photograph indicate that the orange indicator was probably in the high "b" range of the gap setting scale. Conclusion: in the opinion of the fqe, the complication encountered was the result of at least two factors, possibly more. The most probable was that the bowel segments were not centered circumferentially to the device shafts, leaving an insufficient margin for the staples to capture and secure the intended anastomotic tissue. In the opinion of the fqe, the device fired and formed the staples properly for the gap setting scale used during firing.

Manufacturer narrative:
(B)(4). Corrected data: additional information: was the procedure done open/laparoscopically? Lap. What device was used for the proximal and distal transection? What color reload? Tlc75. Color is unknown. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) hand tied purse string. How was the purse string placed, by hand or with an assist device? If an assist device was used, what product? By hand. Was the spike of the trocar inserted lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Unknown. When the device was fired, where was the indicator within the green zone/gap setting scale? Behind 1/3. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Near. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch heard. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher force when fire. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? 1/2 revolution. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Both. Did the operation change significantly as a result of the device issue? No. What is the patients age and sex? Male, age is unknown. Did a hcp other than the primary surgeon fire the instrument? Primary surgeon was there a recent conversion to ees devices in this account or with this surgeon? Yes. Changed to hand sewing. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.